Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen blender board was replaced to address the issue. In addition of the above evaluation, the following parts were replaced to prevent failure: trilogy o2 pm1 kit, exhaust fan assembly, 43-micron filter. Performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly, which were not related to the malfunction/issue.